Event description:
The customer reported that while running a hepatitis core assay the summit sample handler failed to pipette sample or diluent into row a and position b-1. No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.